Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Healthcare professional reported that while using the suctionaid tube there were leaks in the cuffs which resulted in a decrease of airway pressure with the patient. After reinflating the cuff the airway pressure went back to normal, temporarily. There was no life-threatening situation or adverse health outcome reported.

Manufacturer narrative:
The customer reported that three devices contributed to three reported events (one device per event). In response to the reports, three initial medwatches: 2183502-2016-01397, 2183502-2016-01395, and 2183502-2016-01398 were submitted. The customer returned one 7.0mm blue line ultra® suctionaid® with inner cannula for evaluation and reported that the two additional devices were previously disposed of. It could not be determined which reported event was associated with the returned device; therefore, the evaluation of the one returned sample will be used for each medwatch follow-up. The returned device was received inside a plastic bag without its original packaging and showed signs of use. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were observed. During functional testing, a syringe was used to inflate the device cuff and the device was submerged in water; no leaks were observed. Investigation could not confirm the complaint and found the device to operate as intended. (B)(4).